Event description:
It was reported, during the implant procedure that the was nonphsyciologic sensing on the v channel, while the pocket was still open. The lead was disconnected from the device and was tested via analyzer. The lead was reconnected to the device and connections were examined. Noise persisted, but only when the physician touched the rv is-1 grommet. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, on visual inspection, grommet damage was noted.